Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent could not be deployed due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of high release force. Increased friction in the distal catheter section is considered the reason for the increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the vascular stent could not be deployed in the proximal sfa during the stent placement procedure. The device was retracted without issue and two other stents of smaller size were used to complete the procedure successfully. There was no reported patient injury.